Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. No additional information, explants, medical records will be provided due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient was involved in an auto accident and suffered a broken patella as a result of the accident. Surgeon revised patient's right patella only, all other components were well fixed.